Event description:
While in surgery, pt received (-) lens instead of (+) as labelling in product difficult to see. (Needs to be more clear if product is (-) or (+)). Patient received correct lens when surgeon reread label. Potential for wrong lens to be used, longer or repeat or times.